Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had keypad anomaly and no delivery alarm. Customer's blood glucose reading was unknown. Troubleshooting for no delivery was performed. Customer advised they attempted to deliver insulin six times and barely receive any insulin when they pressed the act button. Customer received the alarm during manual prime. Troubleshooting for keypad anomaly was performed. Customer advised during the priming of the tubing the act button was unresponsive. Customer advised the time advanced. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed displacement test, operating currents, selftest, off no power, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. Unit received intermittent button response due to flattened act (creased) button dome switch. No button error alarm noted. No cosmetic damage noted.